Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call alarm generated when a power failure is detected on the insulin pump. Troubleshooting was performed. Customer advised they wore their insulin pump during an MRI procedure which resulted in the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.